Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine (dose and concentration unknown) via an implantable pump for spinal pain. It was reported that patient stated connecting to the pump has gotten 'worse and worse, since the last time my meds were changed, so probably november.' Patient stated it will hang at 91% for multiple minutes and sometimes see 'no pump response.' Patient mentioned they spoke with a manufacturer representative (rep) at their refill appt around november about this. Patient stated they spoke with their healthcare provider (hcp), who gave them a manufacturer representative's contact info and that patient spoke to them regarding this issue 'about a week ago.' The manufacturer's patient services specialist (pss) assisted patient in restarting communicator and closing/reopening myptm app and patient was able to connect but did not bolus due to 2hr 26 min lockout.